Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was due to capsular contracture, baker grade IV and rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side pain, capsular contracture, baker grade I, and device displacement 2.5 months following implant. Surgery was performed approximately 2 months later to reposition device. Seventy days after that, "deformity" capsular contracture, baker grade IV, and rupture occurred. An MRI identified "nodular image" or cyst, "lobulated contours," and fluid. The device has been explanted.